Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device had a red x and "service required" message. There was no pt involvement.